Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition.the reported condition was verified. The reported symptom 'unit has air in line alarm' was confirmed through the event history log but not reproduced during evaluation. Evaluation determined the cause to be an ultrasonic sensor out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air in line alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.